Event description:
Patient reported an issue where his pump would no longer charge. There was no adverse impact to the customer's blood glucose level. Patient contacted technical support for assistance, but no additional information was received regarding the outcome of the event. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.